Event description:
After extensive manlpulation in the anterior meningeal artery, the distal end of the ultraflow broke off. No complications were reported to have occurred with the patient as a result of this event.